Event description:
Litigation alleges pain, discomfort, limited mobility, grinding sensations, audible squeaking and toxic cobalt and chromium metal debris to be released into the tissue.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional info catalog and lot number. Litigation alleges pain, discomfort, limited mobility, grinding sensations, audible squeaking and toxic cobalt and chromium metal debris to be released into the tissue. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.

Event description:
Update 11/15/2016--pfs and medical records received 11/15/2016. After review of the medical records for MDR reportability, litigation alleges patient's leg would "give out" and she would fall. The medical records indicate pain in groin, tingling/numbness lateral distal thigh, and that her knee would buckle. Revision operative note indicates cup malposition, excessive polyethylene wear, and posterior impingement, but contain no information to support audible squeaking, or toxic cobalt and chromium metal debris release. It is noted that the patient possessed a polyethylene liner before revision, which would not contribute to metal ion toxicity or metal debris. No labs for metal ion levels present. Stem and cup added to complaint, and implant bearing wear-polyethylene, implant position-malposition, and impingement harms added to complaint and FDA coding.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Updated dor. Added lawyer in the associated contact.